Event description:
It was reported there was a catheter issue and patient had "increased pain". Dye study was performed and they were unable to obtain cerebrospinal fluid (csf). A catheter revision was scheduled for (B)(6). Patient's status was reported as alive with injury of decreased pain relief. Patient's symptom indicates less than 50% therapy relief. The drug being used in the pump was unknown. Additional information was requested but was not available at the date of this report.

Event description:
Additional information: it was reported that the patient was getting pain relief and there were no 'further' issues. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Parts of catheter which were returned for analysis include sutureless connector assembly, two pin connectors, proximal and distal catheter segments. Final analysis of the catheter revealed that difficulty with sutureless connector led to explant.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8 709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).